Manufacturer narrative:
The device was returned to zoll medical corporation and the reported malfunction was observed during initial testing. However, the device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report. The lcd color cable assembly was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's display flickered and was illegible. Complainant did not indicate that there was any patient involvement in the reported malfunction.